Event description:
It was reported that after a cartridge alarm enunciated, a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no reported adverse impact to the customer¿s blood glucose. The customer continued to use the pump for insulin therapy.